Event description:
Healthcare professional reported a lap-band port leak, first noticed when the pt presented with "no restriction". The lap-band port was explanted and replaced.

Manufacturer narrative:
Taper ii. The product associated with this report was returned; however, the device analysis results are pending at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."